Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found a jammed motor causing a blade stall error. It was also noted during testing a stuck left button casing the device to run continuously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time. H11: corrected data updated section a1 and h6 (medical device problem code).

Event description:
It was reported that during set up or inspection, the motor drive unit was making a clicking sound and not activating the disposable. There was no patient involvement. As per investigation results, a stuck left button casing the device to run continuously was found.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).